Manufacturer narrative:
All buttons function properly; however, moisture damage was found on the keypad traces. No button error alarm was noted during testing. No stuck buttons, ramping numbers on their own or scrolling bar moving anomalies were noted. The insulin pump was received with a minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 224 mg/dl. The customer stated that she went to give a bolus when she noticed that while clicking the up button, she thought the button was getting stuck. She stated that the insulin pump was scrolling through the numbers for about 10 minutes. She took the battery out and replaced it, and she found that none of the buttons worked. She noted that the insulin pump alarmed button error alarm. She stated that the scroll bar was moving without input. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.